Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device and based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: 6 fr ir 1.0, 6 fr. Jr 3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and 80% stenosed mid right coronary artery. A 6f ir1.0 guiding catheter was positioned in the anatomy. A 2.5 x 33 mm xience prime stent delivery system (sds) was being advanced but could not cross the lesion because the guiding catheter kinked. The entire system (guiding catheter, guide wire, and sds) were removed as a single unit. Due to the tortuosity in the artery, the stent dislodged during removal of the devices and was retrieved with a snare device. A new guiding catheter was positioned and a new 2.5 x 33 mm xience prime stent was implanted. A 2.5 x 15 mm nc trek balloon catheter was inflated to 22 atmospheres for post-dilatation to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.